Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and calcified mid to distal left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported post procedure.